Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Juan hernandez / biomed need assistance on 8015 device having an error 600.6835 failure device type: failure problem type: failure mode: case resolution: transfer network configuration package, if the error 600.6835 continue to show up, try replacing the wireless card. Biomed will call back if need further assistance.